Manufacturer narrative:
Product event summary: at analysis it was noted that the upper and lower cases were cracked, the device sticky, the ring attachment cover broken, the interconnect flextape bent and the battery contacts contaminated. It was noted that it did pass its incoming test. It was recommended that the main board be calibrated and the battery contacts replaced, however the device was returned unrepaired to the customer.

Event description:
It was reported that the external pulse generator was returned for repair. No patient complications have been reported as a result of this event. It was further reported that the generator tested out of specification during manufacturer's analysis.